Manufacturer narrative:
(B)(4). This is a report of a use error further specified as a patient attempted to replace solution bags during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the reported re-use. It was further specified that the patient had disconnected their empty solution bags during therapy to replace them with new bags. The patient continued use with their used cassette for therapy. The technical service representative assisted the patient with ending therapy for the day and proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.